Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on 4-may-2024, the patient reported that the two infusion was leaking at the site.the infusion set is used for 1 day. No further information available.

Manufacturer narrative:
Initial and final MDR 1885646 - MDR 8021545-2024-00997 - device 1 of 2. E1: patient city: (B)(6). Patient country: united states.